Event description:
It was reported that on (B)(6) 2010, the patient underwent an anterior and posterior lumbar interbody fusion of l5-s1. Rhbmp-2/acs was placed into a peek cage, and also directly in the disc space. In (B)(6) 2011, the patient was diagnosed with bony overgrowth. The patient required extensive medical treatment, including having to undergo an additional surgery in (B)(6) 2011 to remove the overgrowth. The patient continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: decompressive laminectomy radical discectomy posterior segmental instrumentation posterior arthrodesis anterior instrumentation anterior arthrodesis with allograft bone fusion conducted under computer navigation. Pre-op and post-op diagnosis: acquired spinal canal stenosis l5-s1 acquired lumbar kyphosis degenerative disc disease as perop notes: ".. A 10 x 9 x 25mm nuvasive peek instrument was packed with bmp containing sponges and place in the somatic space anteriorly. The intra somatic area was placed with allograft bone contain bmp achieving an anterior arthrodesis...no complications were reported.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.